Event description:
Additional information was received stating that the vns patient¿s device was disabled on (B)(6) 2014. It is unclear when the device was disabled as the patient¿s device settings while hospitalized indicate that the device was programmed on.

Event description:
An adverse event form for a study patient was received indicating that the patient experienced vomiting and diarrhea possibly related to implant and device stimulation. It was noted that the device was programmed off and the patient has since exited the study. It was reported that the patient was admitted to the hospital on (B)(6) 2014 for vomiting and diarrhea. The treating physician reported that it was moderately severe and occurred intermittently. It was reported that the patient had previously complained about gastrointestinal discomfort, but no specific action was taken because the cause of the vomiting and diarrhea was unknown or thought to be related to the complicated drug therapy or the patient's depression. It was reported that the patient lost approximately 15kg of body weight over the last year. It was reported that since the patient did not feel that vns therapy made any difference in the seizure frequency or severity, it was decided to program the device off during the hospitalization. It was reported that a few days after the device was programmed off the patient stopped complaining about the diarrhea and vomiting. The patient recovered and was discharged from the hospital on (B)(6) 2014.